Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had two patients with low pro-bnp results when measured on first run. The doctors did not believe the results and the samples were measured two additional times as follow: patient 1, initial pro-bnp result was 10.19, repeated twice on same analyzer gave 180.5 and 179.5 pg/ml. Patient 2, tested (B) (6) 2010, initial pro-bnp result was 9.72, repeated twice on same analyzer gave 1407 and 1424 pg/ml. The initial results did not fit the clinical picture of the patients, therefore repeats were performed. No adverse events were reported. Pro bnp reagent lot was not provided. The field service representative exchanged pinch tubes and performed analyzer checks. He found the s/r probe was very close to edge of reagent pipetting hole when aspirating reagent and beads. The tension of belt for s/r probe was very low, and he adjusted the tension. Calibration and controls were run and acceptable.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a ruptured bladder during patient use. The device has 15.5ml of drug. The patient has (B)(6). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
A specific root cause for the event was not identified. Investigation of the event determined that a possible cause of the discrepant results was foam on the sample after aliquoting. The field service representative was able to reproduce the issue at the customer's site. No adverse event was reported regarding this issue.